Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. The customer¿s blood glucose (bg) was "high" although specific value not provided. Customer addressed bg level via correction bolus via pump. Reportedly, customer loaded a new cartridge to resolve the issue.